Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported that insulin is squirting out during the priming process. She is holding down the act button and insulin comes out, but there are no numbers on the insulin pump's screen. The issue started occurring yesterday. Customer wasted insulin and had to wait until today to get more. Customer's blood glucose is 392 mg/dl. He cannot exit the preparing to prime loop. Customer was advised to hold down the act button until he receives a second series or numbers or beeps. Customer stated there was no second series of numbers or beeps. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.